Manufacturer narrative:
The root cause of this complaint was not determined.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 77-year-old male patient with an eleos distal femur replacement underwent a revision due to loosening of the femoral stem.